Event description:
It was reported that the patient underwent spinal surgery with instrumentation from c5 to c7. The patient later underwent revision surgery for pseudoarthrosis.

Manufacturer narrative:
(B) (4) pseudoarthrosis. Refer to manufacturer report 1030489201000280 for device evaluation. A review of the device history records did not identify any applicable nonconformance to specification.